Event description:
It was reported that the bd intima-ii 24gax0.75in prn slm npvc had leakage at the septum. The following information was provided by the initial reporter: the patient was admitted to our department with bronchopneumonia. On (B)(6) 2025, the nurse followed the doctor's orders and inserted a closed intravenous cannula for infusion therapy. The nurse followed standard operating procedures and noticed blood seeping from the white seal of the cannula during the insertion process. Immediately after the incident, the cannula was replaced and checked to ensure that there were no problems before continuing treatment. Although the incident did not cause any harm to the patient, the cannula was not sealed, which could easily cause infection, and re-puncture increased the patient's pain.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned a photo, but did not return the defective samples. The photo showed blood oozing from the end of the septum. 2. DHR/bhr review (lot#4109412): 1) the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) pieces. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified, deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Retained samples were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Conclusion(s): the returned photo showed blood oozing from the end of the septum. No abnormality is found on process and retained sample, and no defective sample was received for further testing, so the root cause of blood oozing from the end of the septum cannot be determined. The plant will continue to track and trend the issue.

Event description:
No additional information is available.